Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, a return material authorization was issued for sensor replacement. H3. Device evaluated by manufacturer? No h6. Medical device problem code updated to 1480 h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.